Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/persistent pelvic pain') in an adult female patient who had essure (batch no. B02268) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), polymenorrhoea ("multiple period monthly") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (to remove essure implant). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, abdominal distension, polymenorrhoea and menstrual disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, menstrual disorder, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: patient need for additional surgery . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: event: menstrual bleeding, lab data, reporter, source document and reference section from deletion case (B)(4) added to this case. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B02268) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating") and polymenorrhoea ("multiple period monthly"). The patient was treated with surgery (to remove essure implant). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, abdominal distension and polymenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/persistent pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. B02268) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), polymenorrhoea ("multiple period monthly"), menstrual disorder ("menstrual bleeding"), dysmenorrhoea ("dysmenorrhea, (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), alopecia ("hair loss") and tooth disorder ("dental problems"). The patient was treated with surgery (to remove essure implant). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal distension, polymenorrhoea, menstrual disorder, dysmenorrhoea, menorrhagia, metrorrhagia, alopecia and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, polymenorrhoea and tooth disorder to be related to essure. The reporter commented: patient need for additional surgery patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorhagia (bleeding b/w periods), genital bleeding, hair loss, dental problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: device was successfully occluded. Imaging procedure - on (B)(6) 2013: essure confirmation test result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received reporter information was added. New event added dysmenorrhea (cramping),, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), genital bleeding, hair loss, dental problems. Lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B02268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating") and polymenorrhoea ("multiple period monthly"). The patient was treated with surgery (to remove essure implant). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, abdominal distension and polymenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: patient need for additional surgery most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received : demographics added, product information added, lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/persistent pelvic pain') in an adult female patient who had essure (batch no. B02268) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), polymenorrhoea ("multiple period monthly"), menstrual disorder ("menstrual bleeding"), dysmenorrhoea ("dysmennorhea, (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and mental disorder ("psych injury"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia had resolved and the abdominal pain, abdominal distension, polymenorrhoea, menstrual disorder, dysmenorrhoea, metrorrhagia, alopecia, tooth disorder and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, mental disorder, metrorrhagia, pelvic pain, polymenorrhoea, and tooth disorder to be related to essure. The reporter commented: patient need for additional surgery patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), genital bleeding, hair loss, dental problems. Both ostia seen, one coil on the left, one coil on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: device was successfully occluded. Imaging procedure - on (B)(6) 2013: essure confirmation test result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr and pfs received: reporter, onset date, severity, outcome of events, pain and bleeding, and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/persistent pelvic pain') in an adult female patient who had essure (batch no. B02268) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), polymenorrhoea ("multiple period monthly"), menstrual disorder ("menstrual bleeding"), dysmenorrhoea ("dysmenorrhea, (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and mental disorder ("psych injury"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia had resolved and the abdominal pain, abdominal distension, polymenorrhoea, menstrual disorder, dysmenorrhoea, metrorrhagia, alopecia, tooth disorder and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, mental disorder, metrorrhagia, pelvic pain, polymenorrhoea and tooth disorder to be related to essure. The reporter commented: patient need for additional surgery patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorhagia (bleeding b/w periods), genital bleeding, hair loss, dental problems. Both ostia seen, one coil on the left, one coil on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: device was successfully occluded. Imaging procedure - on (B)(6) 2013: essure confirmation test result: bilateral occlusion. Lot number: b02268 manufacturing date: 2013-02 expiration date: 2016-02-29. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/persistent pelvic pain, pain pelvic') in an adult female patient who had essure (batch no. B02268) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and paratubal cyst. Concurrent conditions included pelvic pain female and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding), longer and heavier periods") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), polymenorrhoea ("multiple period monthly"), menstrual disorder ("menstrual bleeding"), dysmenorrhoea ("dysmenorrhea, (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and mental disorder ("psych injury"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain, abdominal distension, polymenorrhoea, menstrual disorder, dysmenorrhoea, metrorrhagia, alopecia, tooth disorder and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, mental disorder, metrorrhagia, pelvic pain, polymenorrhoea, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorhagia (bleeding b/w periods), genital bleeding, hair loss, dental problems. Both ostia seen, one coil on the left, one coil on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: device was successfully occluded. Imaging procedure - on (B)(6) 2013: essure confirmation test result: bilateral occlusion. Lot number: b02268 manufacturing date: 2013-02 expiration date: 2016-02-29. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2021: pfs received. Patient's medical history and event "abnormal bleeding (vaginal, menorrhagia)" were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/persistent pelvic pain, pain pelvic') in an adult female patient who had essure (batch no. B02268) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and paratubal cyst. Concurrent conditions included pelvic pain female and menstrual cramps. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding), longer and heavier periods") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), polymenorrhoea ("multiple period monthly"), menstrual disorder ("menstrual bleeding"), dysmenorrhoea ("dysmennorhea, (cramping)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)") and mental disorder ("psych injury"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, heavy menstrual bleeding and vaginal haemorrhage had resolved and the abdominal pain, abdominal distension, polymenorrhoea, menstrual disorder, dysmenorrhoea, intermenstrual bleeding, alopecia, tooth disorder and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, menstrual disorder, mental disorder, pelvic pain, polymenorrhoea, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorhagia (bleeding b/w periods), genital bleeding, hair loss, dental problems. Both ostia seen, one coil on the left, one coil on the right discrepancy noted in removal date as per mr is (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: device was successfully occluded. Imaging procedure - on (B)(6) 2013: essure confirmation test result: bilateral occlusion. Lot number: b02268 manufacturing date: 2013-02 expiration date: 2016-02-29. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pfs was received. Rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/persistent pelvic pain') in an adult female patient who had essure (batch no. B02268) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), polymenorrhoea ("multiple period monthly"), menstrual disorder ("menstrual bleeding"), dysmenorrhoea ("dysmennorhea, (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), alopecia ("hair loss"), tooth disorder ("dental problems") and mental disorder ("psych injury"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal distension, polymenorrhoea, menstrual disorder, dysmenorrhoea, menorrhagia, metrorrhagia, alopecia, tooth disorder and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, mental disorder, metrorrhagia, pelvic pain, polymenorrhoea and tooth disorder to be related to essure. The reporter commented: patient need for additional surgery patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorhagia (bleeding b/w periods), genital bleeding, hair loss, dental problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: device was successfully occluded. Imaging procedure - on (B)(6) 2013: essure confirmation test result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff information form received. Event "mental disorder¿ was added. Essure removal date was added. Non-drug treatment notes for the event "pelvic pain" updated. Previously reported event" genital bleeding" seriousness criterion was updated to non-serious. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating") and polymenorrhoea ("multiple period monthly"). The patient was treated with surgery (to remove essure implant). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, abdominal distension and polymenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: patient need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.